Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and set to the fully rear-locked position. The distal tip of the device was found to have been cut open, and multiple cuts were identified. The anchor was found to have been exposed and was outside of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was performing a percutaneous coronary intervention (pci) from femoral access using a 6fr procedural sheath. After the intervention was complete, he attempted to deploy a 6fr angio-seal device. The doctor performed deployment in the typical fashion and as he was pulling device back to set anchor within artery and when pulling back the entire device came out including the anchor. The device was able to complete first and second "clicks" to set anchor against sheath but upon inspection of device after it came out of the body the anchor had never fully made it out of the sheath and was still parallel with the end of the sheath. The staff then used a femstop device to control bleeding. There were no patient complications reported and no patient injury reported after pressure was held. The patient was in stable condition.